Event description:
At about 5 months from primary, the patient came in reporting pain due to a dislocation of the liner from the glenosphere and the cause of the dislocation is unknown. The surgeon revised the glenosphere and liner and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 11-february-2025: lot 2345643: (B)(4) items manufactured and released on 29-02-2024. Expiration date: 2029-02-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional devices revised batch review performed on 11-february-2025: reverse shoulder system 04.01.0212 lat. Glenosphere 42xø27 (k193175) lot 2317720: (B)(4) items manufactured and released on 29-11-2023. Expiration date: 2028-11-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.